Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to device non-use. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 06, 2023.

Manufacturer narrative:
This report is submitted on september 04, 2023.